Event description:
Clinical study. It was reported that 941 days after a coronary drug eluting stenting treatment procedure, the pt experienced a myocardial infarction (mi). One 11mm long target lesion located in the 1st obtuse marginal (1st om) with 75% stenosis and a 3.5mm reference vessel diameter. The physician treated the lesion with pre-dilatation and placement of a 3.5x16mm study stent, reducing the stenosis to 5%. The pt was discharged the next day on protocol doses of plavix and aspirin. About 271 days after the initial procedure, it was reported the pt experienced a stent stenosis/tvr. No add'l info available on this. Greater than 2 yrs post index procedure, pt presented to an outside hosp with chest pain. Ecgs showed early transition and borderline st elevation in the inferior leads with no acute changes. ECG showed "acute nstmi". Pt"s cardiac enzymes were elevated and met protocol definition of mi. Two days later, the pt was transferred to the study site for cardiac catheterization which revealed lcx "30-50% narrowing in the obtuse region, some disease noted at the junction of the stent and pda. The obtuse marginal branch was completely blocked. Some collaterals were also noted." No intervention was performed and pt was treated medically. The next day, the pt was discharged home in stable condition. In the opinion of the physician, the relationship of mi to study stent is possible, and the relationship of mi to index procedure is not related.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.